Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument jaws did not cut and would not open. There was no tissue involved. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.